Manufacturer narrative:
Date of event: best estimate of date of event is between (B)(6) 2021 and (B)(6) 2022. Asku. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye due to dysphotopsia. There was no incision enlargement, vitrectomy, or sutures done. Patient fully recovered post-explant. It was noted that explanted iol was replaced with a non johnson and johnson iol with a 21.0 diopter size lens. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: nov. 7, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and with one haptic bent. The lens was cleaned and, no issues were identified that could contribute to or cause a visual disturbance. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "hm-visual disturbance- dysphotopsia- requiring surgical intervention" was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.